Event description:
On (B)(6) 2012, the patient claimed she had blood glucose excursions for the last two weeks and did not feel comfortable using the subject pump until it is replaced. Her endocrinologist did not see a need to change her insulin regimen when she saw him last week. On the night of (B)(6) 2012, the patient reportedly had a low blood glucose reading of 46 mg/dl and had symptoms described as "confusion and erratic behavior." After her husband gave her a glucose injection, her blood glucose reading came up to a normal range. Her last high blood glucose reading of 412 mg/dl yesterday was at lunchtime. At the time of concern, the patient had a headache. The patient has remained off of insulin pump therapy. During troubleshooting, the animas representative concluded there was no pump malfunction associated with the alleged event. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. The animas product was requested back for investigation. This complaint is being reported because the patient had unexplained blood glucose excursions while on insulin pump therapy. It is not clear whether diabetes management, use error, or intentional misuse was involved the reported incident (s).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms related to the complaint observed in the black box and the alarm history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.